Event description:
Information was received from a patient regarding external device. It was reported that they got a new handset in the mail because his old one was acting up and it was acting good except for when they got to 90% and from there, it seemed like it takes 10 minutes to get the last 10%. The patient said it used to take him a minute and a half to get through the whole thing. Moreover, it was taking him almost 5 minutes because that lasts 10% on the first run around and the second one hangs up. The agent walked patient through closing out of all running applications and clearing data from the application. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor and call back if issue persists.

Manufacturer narrative:
Continuation of d10: product ID a820, lot#, serial, #implanted: explanted.: product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.